Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A photo was received for visual examination and the plant reviewed the picture attached to the complaint record. A completed investigation was performed. The picture file displayed two separate photographs of the reported issue. The first photograph displayed a 20 ml monoject syringe with an attached needle assembly containing a white liquid. An arrow was pointing at the shoulder of the barrel and a grayish-brown material was visible. A second photograph was focused on the shoulder region of the barrel. A brownish-gray material was visible at the shoulder of the syringe. In addition, the plant received one unpackaged syringe sample. Visual inspection was conducted to the quality inspection standard. Visual inspection of the syringe sample identified droplets of the white liquid inside the syringe and a discolored foreign matter deposited on the inside surface of the barrel face. The plunger rod was removed from the syringe. The foreign matter on the inside surface of the barrel face was removed and visually analyzed. Microscopic visual inspection of the foreign matter was conducted. The foreign matter appeared to be a mixture of plastic dust and strings which can be generated during the transport of components through the process. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to contamination inside the syringe barrel include, but are not limited to: poor cleaning of the assembly equipment, excessive flash and gate strings on molded components resulting in additional plastic dust being generated during component transport through the manufacturing process. Review of daily/weekly cleaning and maintenance records during the manufacturing time frame verified activities were completed and control of the manufacturing environment was maintained.

Event description:
The following control mechanisms are in place to prevent the occurrence and acceptance of contaminates in product by the assembly and packaging equipment. The plant maintains material verification processes. The resin and rubber tips must pass an inspection and certification review before they are released to manufacturing for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. Gowning and personal protective equipment requirements are defined for the manufacturing areas. Personnel are trained and certified in the operation, cleaning and maintenance of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded components is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Specifications exist for allowable gate string and flash on molded components. Preventive maintenance requirements are defined for the molding tools to ensure process capability is maintained. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly. Periodic requirements for equipment cleaning maintenance are defined and documented. During manufacturing, associates visually inspect syringe assemblies to the quality inspection standard. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer reports that a black substance was found inside of the syringe. The customer stated that they noticed the syringe had a black substance on the top of the barrel near the tip of the syringe. They further stated that it was noticed prior to use on a patient, but after drawing up medication.